Event description:
Emt's responded to a persondescribed as in full cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and powered up. According to the reporter, the device alarmed "connect electrodes" and would not analyze the pt's rhythm. Use of the device was discontinued and standard acls protocol followed. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability.

Manufacturer narrative:
In an eval of device by local co service rep, a complete functional test was performed and proper operation was observed.